Event description:
Mentor smooth round moderate plus profile gel implants on (B)(6) 2014 could be a cause of my autoimmune disease that we can't pin point. I have tias, last one caused two spots on my brain, purple/blue hands and feet, temperature intolerance, hot rashes showing up on my body, hair loss, weakness, body aches to the point, I crunch up and can't move, night sweats, muscle weakness, memory lose, brain fog, depression, anxiety, loss of energy, trouble breathing, random bruising, heart monitor in chest as we speak, I was rushed to the hospital last month due to symptoms of a heart attack, I have been to the hospital multiple times. This has grown worse, I just need to know what direction to take and what to do. 5th year of being a mystery to my doctors. I have had several different blood test done, mris, emgs(electromyography), spinal tap and more. On (B)(6) 2014 dr. (B)(6) inserted mentor round smooth moderate plus profile gel. Reference report: mw5115851.